Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where infusion set tubing was leaking at the site after being used for about 2 hours. Patient's blood glucose level at the time of event was 275mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.